Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer uses fiasp insulin within the cartridge. Customer's blood glucose level ranged between 90-98 mg/dl. Reportedly, supply changes were performed and the occlusion alarms continued.